Event description:
The patient reported experiencing elevated blood glucose readings of 116-199 mg/dl with his normal range being 100 mg/dl. He stated his symptom when the reading was 199 mg/dl was irritability. He said he gave himself insulin to try to correct his readings. Troubleshooting did not find any issues with the product except the patient stated the adapter on his insulin infusion device might need to be changed as he was not certain how old it was. The patient stated, he thought something was wrong with the infusion device. The patient was instructed to switch to his backup infusion device which he did. On follow up, the patient stated he is "doing terrific" on his backup device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.